Event description:
Customer reported that the numbers on the screen of the insulin pump were ramping on their own. Customer stated that the insulin pump may have been exposed to rain. Blood glucose level was 141 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No number ramping anomaly was noted.